Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. (B)(4)

Event description:
It was reported that the device prematurely reached elective replacement indicator (eri) and end of service (eos). It was also reported that the charge circuit time out was not active. The device was explanted and replaced. No patient complications have been reported as a result of this event.